Manufacturer narrative:
Complaint is confirmed. Functional testing on the returned ar-12990 found that the needle cannot be fully inserted and gets stuck inside the shaft of the device. The most likely cause of this failure is attributed to misuse due to use error. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury. Visual inspection noted the spring in the handle of the device disengaged and was not returned. The most likely cause of this failure is attributed to wear and tear due to the age of the device. Refer to the investigation photo.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-12990 knee scorpion broke a needle during a case. The needle did not exit out of the instrument when it was fired before use. The needle broke off inside the scorpion when removing it from the back. The patient was not affected.